Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes / migration') and uterine perforation ('perforation:- uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and skin disorder ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy(partial)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, anaemia, rash, alopecia, hormone level abnormal, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, metrorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirmation test :- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events: perforation:- uterus, fallopian tubes, migration, chronic, pelvic/abdominal, dysmenorrhea cramping), dyspareunia (painful sexual intercourse), apareunia, menorrhagia (heavy menstrual bleeding metorhagia (bleeding b/w periods), anemia,allergy:- rash/skin condition, nickel allergy, other injuries/symptoms:- hair loss, hormonal changes, migraines, headaches were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes / migration') and uterine perforation ('perforation :- uterus / migration') in an adult female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included hypersensitivity with codeine. Concurrent conditions included endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and skin disorder ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, anaemia, rash, alopecia, hormone level abnormal, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, metrorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder and uterine perforation to be related to essure. The reporter commented: left- trailing coils in uterus: 4, right- trailing coils in uterus: 6. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: results of confirmation test :- bilateral occlusion. Lot number: a78082, manufacture date: 2012-12, expiration date: 2015-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : fallopian tubes / migration') and uterine perforation ('perforation :- uterus / migration') in an adult female patient who had essure (batch no. A78082) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: codeine. Past adverse reactions to the above products included hypersensitivity with codeine. Concurrent conditions included endometriosis. On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("rash/skin condition"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and skin disorder ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, dyspareunia, female sexual dysfunction, anaemia, rash, alopecia, hormone level abnormal, migraine and headache outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, metrorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, skin disorder and uterine perforation to be related to essure. The reporter commented: left- trailing coils in uterus: 4, right- trailing coils in uterus: 6 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: results of confirmation test :- bilateral occlusion. Lot number: a78082 manufacture date: 2012-12 expiration date: 2015-12-31 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.